Event description:
According to the initial reporter: a cook medical representative was first alerted of a potential type 3 endo leak involving a alpha graft that had been implanted during a cmd procedure. The issue identified was a suspected tear in the fabric of the device. A tevar was scheduled for that same day, with the intent to reline the previously implanted alpha graft. The devices are not available for return (devices were not explanted). Further information provided: per physician, "pt had normal follow up, no issues. Went to ER for new onset of back pain, CT scan showed type 3 el".